Event description:
Radiographic images showed appearance of poly wear. Acetabular liner and femoral head were replaced.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it was retained by the patient. Additional information has been requested and if received, will be provided in the supplemental report. Patient retained.

Manufacturer narrative:
An event regarding wear involving a crossfire 10 deg insert was reported. The event was not confirmed. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the lot referenced. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and product return are needed to fully investigate the event.

Event description:
Radiographic images showed appearance of poly wear. Acetabular liner and femoral head were replaced.